Manufacturer narrative:
The customer called technical support to report that there was physical damage to the locking caster. The remote service engineer (rse) provided the customer with the part number of the replacement locking caster for repair. Per good faith effort (gfe) response, the customer confirmed that the replacement caster was ordered and installed, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was physical damage to the locking caster. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was physical damage to the locking caster. The remote service engineer (rse) provided the customer with the part number of the replacement locking caster for repair. The investigation is ongoing.